Event description:
Intervention was performed contralateral to access point. At the end of procedure, the sheath was being pulled back for removal when it separated into 2 pieces. Pt went to the operating room for removal of the piece of sheath.